Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and right atrial (ra) lead experienced an emergency lead revision procedure. The patient reported both their ra and rv leads had dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.